Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Investigation results: the returned lighttrail single use 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 309.9 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured 1 mm and appeared fractured. The remainder of the exposed detached/separated glass tip was not returned. Examination under magnification confirms the pattern on the tip is consistent with a fracture. There was no light from the sma connector, indicating a fiber connector fracture. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed dim and incomplete light from the sma connector, indicating a fracture within the connector. Additionally, the fiber tip was observed to be fractured. The remainder of the exposed glass tip was detached/separated and was not returned. It is likely that procedural handling of the device during set-up or use contributed to the fiber break within the connector. Damage within the connector of the device can result in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on may 6, 2020 that a lighttrail single use 270um laser fiber was used in a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the laser fiber emitted laser in the beginning, but then the pilot light went out and stopped emitting laser. The program screen was broadcast but the fiber did not work. The procedure was completed with another lighttrail single use 270um laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector and fiber tip detached.